Manufacturer narrative:
Ref. ID: (B)(4). Philips field service engineer (fse) investigated on site. After talking with the customer that was working in the room when plate was dropped, he stated that the battery pins on detector were bent. Fse was able to straighten them and the detector started working. The fse made several exposures and returned system to service. The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
The customer reported that the portable detector dropped and now no longer work. A dropped detector can lead in worst case to a fracture in the foot. No injury reported.

Manufacturer narrative:
Ref. ID: (B)(4). The digitaldiagnost c90 is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips field service engineer (fse) investigated on site. After talking with the customer that was working in the room when detector was dropped, he stated that the battery pins on detector were bent. Fse was able to straighten them and the detector started working. The fse made several exposures and returned system to service. Finally, the system meets the specification for the performed service and is returned to use. No details were provided about the circumstances when the detector fell down. As the customer did not make other claims, it is concluded that the detector was dropped by accident (use error). Risk estimation revealed acceptable risk per risk benefit analysis, because actually, there is no feasible technical solution for this kind of ¿use error¿. This issue is further monitored and trended.